Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after a few clips fired fine they then started coming out of the jaws fully formed. The device was taken out of the patient and fired a few clips to see if it was just jammed but was unable to get the clips to come out of the jaws at their full aperture and had to open a new ae05. The second one had the same issues. A metal clip applier was used to finish the case.

Event description:
It was reported that after a few clips fired fine they then started coming out of the jaws fully formed. The device was taken out of the patient and fired a few clips to see if it was just jammed but was unable to get the clips to come out of the jaws at their full aperture and had to open a new ae05. The second one had the same issues. A metal clip applier was used to finish the case.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1800630 was manufactured on 04/02/2018 a total of 288 pieces. Lot was released on 04/04/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900062323 for investigation photos. The width between the jaw pivots on the bottom jaw was measured and compared to product specifications (g00455). The width between the jaw pivots was measured to be as wide as .1139" which is out of the specification. As per g00455, the width between the jaw pivots should be within the tolerances of .110" +/- .003". Since the jaw was measured to be out of specification, this is a manufacturing related issue. The investigation was performed with a r & d engineer. The partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. It was noticed that the bottom jaw was not closing all the way during the loading of the clip. Another attempt was made with the same result. The remaining clips were fired and all had the same issue with the bottom jaw not closing all the way. The sample was returned with 6 clips remaining, including the partially loaded clip, indicating that 9 clips were fired by the end user. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw had a jaw leg that was bent, starting at the pivot. The jaw was dimensionally inspected (see dimensional inspection section) and it was confirmed to be out of specification. Since the jaw was out of specification, it was unable to close during the loading of clips which prevented the clips from properly loading. The root cause of this issue is manufacturing related due to a component being out of specification. Nonconformance has been opened to further investigate this issue. Product drawing, g00455, for the bottom jaw was reviewed as a part of this investigation. The reported complaint of "clips come out fully formed" was confirmed based upon the sample received. One device was received. Upon functional inspection, the clips were unable to properly load into the jaws because the bottom jaw was not closing during the loading of the clips. The bottom jaw was dimensionally inspected , and it was found that it was out of specification. Since the bottom jaw was out of specification, it was unable to close during the loading of clips which prevented the clips from properly loading. The root cause of this issue is manufacturing related due to a component being out of specification. Nonconformance has been opened to further investigate this issue.